Event description:
The patient had a large calcified stone. The surgeon was using the grasper while dissolving the stone with a laser. The prongs spontaneously broke from the grasper. The pieces were retrieved and the procedure was completed without harm to the patient.the pieces were discarded.